Event description:
The user facility reported their reliance vision single chamber washer's enzyme flow meter was leaking. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
Upon further investigation it was found that two units were affected at the same user facility on two different days. A device technologies (B)(4) technician arrived onsite, inspected the units, and identified the enzyme flow meters required replacement. The technician replaced the enzyme flow meters, tested the units, and confirmed it to be operating according to specification. The DHR for the units was reviewed and no issues were noted. It was identified that the reported event is the result of inadequate maintenance. Section 4 of the maintenance manual states, "prime/calibrate [pump and flow meters] 2x per year." The unit is not under steris contract agreement for maintenance. Proper maintenance of the washer will be reviewed with the user facility.

Event description:
No report of injury. However there were reports of procedural delays. It is unknown if any procedures were cancelled due to the reported event.

Manufacturer narrative:
The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Manufacturer narrative:
In-service training was conducted with the user facility on september 7, 2015 regarding the proper use and maintenance of the reliance vision single chamber washer.